Manufacturer narrative:
Additional information:

Event description:
It was reported by the user facility that there was a black material on the tube during preparation of a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported by the user facility that there was a black material on the tube during preparation of a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.